Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred. A repair quote for the replacement central processing unit (cpu) printed circuit board assembly (pcba) was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation, this medwatch report was inadvertently submitted. The following has been reported that the issue occurred during power on self-test (post). This is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.

Manufacturer narrative:
Per good faith effort (gfe) response, the device was not in patient use as the 1104 ¿backup alarm failed¿ alarm error was detected during the application of a field change order (fco). No patient or user harm was reported. No patient involvement. The investigation is ongoing.